Event description:
Patient underwent surgery on (B)(6) 2013 for an l2-l5 decompression and instrumented arthrodesis. On (B)(6) 2013, the patient underwent revision surgery due to the screws in l2 had moved and come through the superior endplate. The screws were removed and 2 new screws were added to both l1 and l3 to form a bridge. On (B)(6) 2013, the patient underwent a second revision as it was noted that the screws from l1 had come through the endplate. At that time, the surgeon decided to remove all hardware. The surgeon reported that the patient had very poor bone quality which was causing the difficulty with the devices. This is report 3 of 7 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review found no relevant issues that would result in this product complaint. The device was received. Scratches were found on the face and outside diameter, and the anodized finish has been removed from the face of the collar. This is not manufacturing related. Because all relevant features conform to product specifications, this complaint is invalid.